Event description:
It was reported that the patient¿s personal therapy manager (ptm) did not correctly update refill date information. The date on the ptm was the previous refill date, not the current upcoming date. The ptm was decoupled then recoupled to the pump which resolved the issue. The patient was not affected by the issue. The patient was still able to receive boluses during this time and appeared to be doing well. The medication delivered by the device system was unknown; however, the reported stated that the pump did not contain baclofen.

Manufacturer narrative:
Product ID 8835, product type programmer, patient product ID 8709sc, serial# (B)(4), implanted: 2011-(B)(6), product type catheter product ID 8835, serial# unknown, (B)(4).